Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly. Additionally, it was reported that the pump touch screen was intermittently unresponsive. It was reported that the customer experienced a low blood glucose (bg) level of 49 mg/dl. Low bg cause was not known. Customer declined to troubleshoot for the low bg. Reportedly, customer resumed insulin delivery successfully.